Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with the device. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on (B)(4) to query for all service on serial number (B)(4) prior to 14 june 2019, the device was noted to have been previously serviced five times, the last repair being for annual maintenance reported on 3 july 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 14 july 2019, it was reported that during preventative maintenance, a mesher required repair. A zimmer skin graft mesher serial number (B)(4) was already at a zimmer facility and was available for evaluation. Evaluation of the device on 18 july 2019, it was found that the device had a bent comb, which prevented the calibration and test cut to be performed. Repair of the device was performed the same day and involved replacing the bent comb. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on 14 july 2019. While the service technician confirmed that a mesher had a bent comb, which would require service on the device in order to resolve, it cannot be determined from the information provided as to what caused the comb to become bent. As such, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per procedure for any adverse trends that may warrant further action.

Event description:
It was reported that the device needed repair. There was no event. It was sent for preventative maintenance only and repair needed performed. Product assessment of the returned mesher revealed a bent comb. No adverse events were reported as a result of this malfunction.